Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of concerto nylon coil non-detachment. The patient was undergoing coiling treatment of a cerebral aneurysm. The vessel was described as not tortuous. The concerto nylon coil and accessory devices were prepared as indicated in the IFU. The catheter was continuously flushed during the procedure. It was reported that during the procedure, resistance was encountered when advancing the coil through the proximal section of the catheter. At detachment, the coil was unable to be detached. The physician removed the coil from the patient and completed the procedure with a new device. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
The clinical observation was confirmed. As received, the implant coil was found damaged and had lost its original shape with the polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned as it was discarded. The pushwire was found bent at several locations from the proximal end. The tack weld replacement (twr) crimps and the pushwire wire distal to the break indicator at the manual detachment location (via hypotube) were found intact. All other subassemblies appeared to be normal and no other anomalies were observed. Due to the proximal bend in the pushwire, an in-house instant detacher was not used for detachment testing. The pushwire was intentionally broken at the manual detachment location (via hypotube), and the release wire was pulled out from the broken location. The implant coil subsequently detached when the coin was pulled back. The instant detacher was not returned; therefore, any contributing factors could not be assessed. The intact tack weld replacement (twr) crimps likely led to the failure of detachment of the implant coil from the pushwire. It is likely that the bend in the pushwire from the proximal end led to an alignment issue of the actuator interface portion of the concerto pushwire within the instant detacher. The misalignment subsequently prevented the instant detacher from breaking the twr crimps when the slide switch was pulled back. The customer reported that they did not attempt to detach the concerto coil by the manual method of detachment; however, the implant coil successfully detached from the pushwire by the manual detachment method (via hypotube) during testing. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: *¿slowly and simultaneously remove the concerto¿ detachable coil and introducer sheath from the dispenser track. Inspect proximal implant delivery pusher for irregularities. If irregularities exist, replace with a new concerto¿ detachable coil.¿ *¿verify that the rhv is firmly locked around the implant pusher before attaching the i.d. (Instant detacher) to ensure that the coil does not move during the connection process. Ensure that the implant pusher is straight between the rhv and the i.d. (Instant detacher). Straightening this section of the implant pusher optimizes alignment to the i.d. (Instant detacher).¿ also, * ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the physician tried to detach the coil two times with instant detacher and did not attempted with manual method (breaking hypotube method; an alternative method presented in the instruction for use).